Event description:
Initial info received from nurse via a sales rep on (B)(6) 2010: a (B)(6), female, (nurse), was treated with an unspecified dose of poly-l-lactic acid (sculptra) (lot number and exp date not provided) on an unspecified date over 2 yrs ago (about (B)(6) 2008) for an unspecified indication. On an unspecified date, the pt developed nodules in the medial portion of both lower lids. Her treating physician tried to excise and performed a quad bleph on (B)(6) 2009; however the nodules are still present. Concomitant medications and medical history were not provided. No further relevant info reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has segments missing. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.